Event description:
It was reported that a provider suffered a deep bruise and small laceration to their finger, which resulted in them wearing a splint for approximately a week and missed the remainder of their shift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was evaluated by a stryker field representative and there was no problem found with the device.

Manufacturer narrative:
Injury details have been added.

Event description:
It was reported that a provider hurt their hand. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was evaluated by a stryker field representative and there was no problem found with the device. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that a provider suffered a deep bruise and small laceration to their finger, which resulted in them wearing a splint for approximately a week and missed the remainder of their shift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was evaluated by a stryker field representative and there was no problem found with the device. Additional attempts are being made to gather how the injury occurred.

Manufacturer narrative:
Injury information was provided.